Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-03398 / 03412). Product location unknown.

Event description:
During a revision procedure, it was discovered the package of femoral bushings contained two different sizes. As a result, one of the bushings was too tight on the axle. The bushings were not used to complete the procedure, as they were not required.